Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000115835.

Event description:
It was reported one of the patients leads had migrated. Migration was confirmed via x-ray imaging. As a result, surgical intervention was undertaken wherein the migrated lead was explanted and replaced, resolving the issue. It is unknown which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.